Event description:
It was reported that the lead was capped and replaced due to high threshold and suspected dislodgement. It was noted that the patient underwent open heart surgery, a CABG procedure that may have caused the reported event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.